Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the caller indicated that they attempted to interrogate a 977006 with a clinician programmer. The caller indicated that the app would start to connect and the status bar would increment up to ~70% and then display a code 1502. The caller indicated that they restarted the application but that did not resolve the issue. During the call a second tablet was used to attempt to interrogate the ins and the tablet displayed the same error code. The caller indicated that they were able to successfully communicate with the ins when it was implanted earlier in the day. The issue was not resolved through troubleshooting. Tss reviewed available information about the situation and recommended using a patient controller to try to interrogate. The caller indicated that the room did not have any fluoro or other devices that they thought would interfere with the communication. On 5/13, another rep reported he also tried with his tablet, was not able to communicate. Pt was able to communicate with her implant using her controller and communicator. Physician is aware of the situation and did not want to go back to explant today. Later, it was reviewed by tss that this error event can be fixed by using the lab programmer with special version of cp app on it. Tentatively planning for an engineer to travel to ca to meet with pt and the reps on 5/23. Additional information was received from a rep. It was reported that an engineering individual met with this scs patient on 24-may-2022. The ins diagnostic tool application was able to successfully connect to the ins utilizing the patient¿s tm91. Logs and reports were gathered during this session and in subsequent sessions to further investigate this issue. After utilizing the ins diagnostic tool to pull data off the ins and factory reset the ins, the a71200 application was able to successfully interrogate the patient's ins without displaying the 1502 notification seen in the field. After utilizing the ins diagnostic tool to pull data off the ins and factory reset the ins, the a71200 application was able to successfully interrogate the patient's ins without displaying the 1502 notification seen in the field. Investigation of the logs showed that: ¿ the ins battery switch was opened and closed over 100 times prior to the ins warranty being activated. O the battery switch behavior has been analyzed and is deemed to be acceptable. ¿ no new anomalous information was seen in the logs. ¿ since performing the ins diagnostic tool procedure, there is no indication that there are any issues with the device.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.